Event description:
It was reported that the patient presented in clinic due to syncope and an arrhythmia. Device interrogation revealed loss of capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: should have been serious injury in b1, b2, h1 and h6 for removal of arrhythmia code.